Manufacturer narrative:
The device associated with this report was not returned. Review of submitted medical records confirmed patient knee infection. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the infection. The patient was said to have an episode of bronchitis and gingivitis with a dental abscess that could contribute to the multifactorial origin of this diagnosis. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update** (B)(4) 2013- medical records received. Operative notes indicate infection. Part/lot was provided and all products reported. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffers from pain and swelling.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.